Manufacturer narrative:
Eval results indicate the device functioned as intended by design. Upon applying a vaccum source, the lid is automatically pulled down on the mixer body creating a vapor lock seal. A vacuum test was performed and proper seating of the lid was achieved.

Event description:
When the mixer was opened it was discovered the cap did not seem to fit on the unit in a correct and secure manner. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time. This event was noticed at the sales agency.